Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer was exercising and swimming. Customer states the display was not blank less than 30 seconds. Customer reported that pump alerted low reservoir, and then shut off. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Moisture damage was found on the electronic assembly, motor and force sensor during visual inspection. No moisture damage was found on the keypad assembly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.